Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
The sales rep reported on behalf of the customer that the surgeon was using the radius kit and used the oic cage inserter to put the cage in, he tapped it lightly with a small hammer but the cage shattered before it had reached where it needed to be. She added that he ensured here that he only lightly tapped it. She further reported that the cage shattered into many pieces, which were all removed from the patient including the bone graft. She added that he used a second oic cage as a replacement which worked fine. She also reported that there were no adverse consequences to the patient and the patient is still feeling fine.